Event description:
It was reported via repair work order that the head right and left siderails were stuck in the down position and could not be locked in place due to broken siderail weldments. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.